Event description:
Material#:unknown. Batch#:unknown. It was reported by customer that she had a day that she ended up losing a dose of medication, where it oozed out around the syringe, leaving not enough left to give herself the prescribed dose. Started over using a new one. No further information provided. Verbatim; tw (B)(4) ¿ leaking ¿ bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 18oct2023. Report received from cvs health on 18oct2023: a gattex clinical dietitian followed up with the patient. The patient reported a product complaint stating she had a day that she ended up losing a dose of medication, where it oozed out around the syringe, leaving not enough left to give herself the prescribed dose. Started over using a new one. No further information provided. Product: gattex . Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. No additional information provided. Please enter the notes below into trackwise - this is an mps b2b pharma customer, the name of the customer is takeda. - please copy this bd_mps_complaints_us@bd.com group mailbox on your notification to the customer. - under report source other in the intake tab please enter b2b pharma. - please add a reference in trackwise that a DHR review is required for this complaint. - please add a reference in trackwise to use form ms-qs-083 for manufacturing investigation of this complaint. - please add a reference in trackwise that a closure letter is required from rcc for this complaint. No inv due.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1 ml leaked. The following information was provided by the initial reporter: "a gattex clinical dietitian followed up with the patient. The patient reported a product complaint stating she had a day that she ended up losing a dose of medication, where it oozed out around the syringe, leaving not enough left to give herself the prescribed dose. Started over using a new one. No further information provided."